Event description:
The customer reported that during use of this oscillating saw in a left total knee surgery, the trigger fell off into the sterile field. The customer reported that a screw from this device fell out and the location of the screw is unk. The user obtained another handpiece to complete the surgery as intended without known injury to the pt.

Manufacturer narrative:
Investigation findings: the oscillating saw was returned for evaluation with the trigger detached from the handpiece. In addition, the evaluator noted that the screw, which secures the trigger to the handpiece was missing. The cause of this failure could not be determined. A review of product history for the past 2 yrs found no other reported problems for this failure mode. Conmed linvatec will continue to monitor this product for failures.